Event description:
It was reported that caller experienced issue where t:slim x2 pump battery would not charge, and pump history showed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, and technical support instructed customer to plug wall adapter into outlet known to work and leave pump connected for at least 30 minutes to see if charging resumed. The customer continued to use the pump for insulin therapy.